Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10) a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to duplicate the issue. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a loss of pressure in circuit alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The iabp was returned to the customer and cleared for clinical service.

Event description:
N/a